Event description:
The customer reports receiving a "lo" reading on their adc meter. They then developed symptoms of nausea, vomiting, and dehydation. Paramedics were called and they received a reading of 598mg/dl. The customer was taken to the emergency room and was hospitalized. The course of treatment in the hospital is unk.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.